Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Nothing has been returned for technical investigation, but the problem description, and the manufacture date of the turbine module can confirm the issue. The cause of this turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The ventilator device involved in this complaint was manufactured before the improved turbine was implemented. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The reported ventilator has been sent for reparation. The returned department investigated the returned ventilator. According to them: pre-use check and pressure transducer test fails. Exp cassette was missing. Test the unit and pressure transducer test fails. Turbine defective. The ventilator was fixed by replacing the defective turbine. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The servo-air device involved in this complaint was manufactured before the improved turbine was implemented. Based on the information above, this complaint will be closed. We do apologize for the inconvenience that you have been experiencing and should you have further questions regarding this matter, we then ask that you reach out to your local getinge representative. Getinge appreciates all feedback throughout the complaints process and we are continually working to improve and develop our products to be as safe and efficient as possible.